Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed due to the failure of the ccd unit cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the installation of new device, the subject device did not function, and the 3d endoscopic image of the subject device was not displayed and/or had failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is possible that the image sensor cable is broken or short-circuited due to excessive stress applied to the internal components due to excessive bending or pulling of the universal cord or sudden bending operation and so on. Other than that, there is a possibility that attaching / detaching the video connector while the power of the video system center is on, energizing when the video connector is wet, and the image sensor was damaged due to overcurrent applied by sudden static electricity.